Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the abdomen. Patient hospitalized due to high blood glucose- treated with intravenous and fluids of saline and insulin to resolve the issue.